Event description:
It was reported that a pericardial effusion occurred. On (B)(6) 2020, a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and 30mm watchman laa closure device & delivery system (wds) were used. The closure device was successfully deployed in the laa of the patient. Evaluation for pericardial effusion was performed by transesophageal echocardiography (tee) and fluoroscopy. There were no changes observed prior and post procedure. The patient was administered warfarin and aspirin after the procedure until their 45 day follow up. However, the medication regimen changed to dual antiplatelet therapy (dapt) until their 6 month follow up. In (B)(6) 2020, the patient had a fever, so transthoracic echocardiography (tte) was performed, but there was no abnormality observed. On (B)(6) 2020, an evaluation CT imaging was performed since tee was difficult to perform due to patient's heavy weight and there was no abnormality observed. In (B)(6) 2020, a dialysis was performed and the patients blood pressure decreased and pericardial effusion was observed. A pericardiocentesis was performed and approximately 400 ml of blood fluid was excreted. On (B)(6) 2020, CT imaging was again completed and there was no clear cause of the pericardial effusion. No abnormalities were observed on the closure device and in the laa and its surrounding tissues. Additionally, the patients medication changed to aspirin.